Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2016-00043. (B)(4). Approximate age of device ¿ 1 year, 1 month (calculated from the date when the system controller was shipped to the implanting center.) (B)(4). The reported event of a driveline fault alarm was confirmed and reproduced during the evaluation of the returned system controller. The backup battery was not received with the system controller. The log file contained 31 events over approximately 30 minutes on (B)(6) 2015 from 10:37pm to 11:05pm, per the timestamp. In the 20th event in the log file (the clock was not set during this event) a yellow wrench became active due to a driveline fault alarm. Phase 1 was attenuated during the driveline fault which remained active for the next two events until a motor stop command was sent via user command from the system monitor. The controller operated the pump at the fixed speed during the driveline fault alarm. The returned controller passed functional testing but produced a driveline fault alarm when operating on a mock circulatory loop. Additional testing revealed that the impedance across the phase 1 connections was higher than the other phases. It was also reported that the driveline fault was unable to be cleared from a system monitor. The returned controller was connected to a test power module, system monitor and mock circulatory loop. Using a test fixture, one of the phase 1 connections was switched open until a driveline fault was induced. The alarm was successfully cleared from the system monitor without issue. The alarm was reproduced again and successfully cleared a second time. Similar events related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm have been identified. Driveline fault alarm sensitivity is being investigated through the corrective and preventative action process. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was initially reported that during a pump exchange procedure, upon initiation of lvad support in the operating room, a driveline fault alarm occurred on the system controller. The perfusionist called the manufacturer¿s hot line number for assistance and the clinical consultant walked them through how to clear the driveline fault alarm through the alarms tab on the system monitor. The perfusionist did not see the icon to clear the alarm, so the clinical consultant advised them to get a new controller. The system controller was exchanged to the backup system controller. The patient was reportedly not hemodynamically symptomatic during the event. No additional information was provided. On 07/25/2016, new information was ascertained from a medsun report stating: patient admitted for replacement of heartmate ii left ventricular assist device (lvad). Cardiopulmonary bypass was discontinued and the lvad appeared to be functioning appropriately. After approximately 10 minutes a "driveline fault" alarm appeared. Thoratec was called and the thoratec clinical specialist was called. She recommended replacement of the heartmate ii pocket controller. The patient was placed back on cardiopulmonary bypass during replacement of the controller. The new controller appeared to work. The issue was not with the driveline. The initial controller is presumed to be defective. On 08/05/2016, information was received from a user facility medwatch report stating: event desc: patient admitted for replacement of heartmate ii left ventricular assist device (lvad). Cardiopulmonary bypass was discontinued and the lvad appeared to be functioning appropriately. After approximately 10 minutes a "driveline fault" alarm appeared. Thoratec was called and the thoratec clinical specialist was called. She recommended replacement of the heartmate ii pocket controller. The patient was placed back on cardiopulmonary bypass during replacement of the controller. The new controller appeared to work. The issue was not with the driveline. The initial controller is presumed to be defective. What was the original intended procedure: replacement of heartmate ii lvad. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Other therapies in use on patient: not applicable. Other devices in use on patient: no.